Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Wang, m, analysis of effect of phacoemulsification of extremely high myopia with cataract. Guide of china medicine; feb.2013/vol.11/no.617-jan-14. Additional information has been requested. The translated article was received on (B)(4) 2014. (B)(4).

Event description:
An author of a literature article, guide of china medicine, reported one case of a posterior capsular rupture. The article reported that following an intraocular (iol) lens implant procedure, a posterior capsular rupture had occurred. The capsular rupture occurred in the process of aspirating the cortex, the intraocular lens was then successfully implanted after an anterior segment vitrectomy. The visual acuity returned to 20/40. The objective of the study presented in this article was to investigate the effects of using phacoemulsification and artificial lens implantation to treat extremely high myopia cataract patients with an axial length of 27-30mm and an axial length that exceeded 30mm. There are four medical device reports associated with this article. This report is for the capsular rupture that occurred.